Event description:
A pediatric urologist reported that a (B)(6) year old girl received deflux (dextranomer microspheres/hyaluronic acid) injection into the submucosa of the urinary bladder as treatment for grade 3 or 4 vesicoureteral reflux. Add'l medical history included eczema and a peanut allergy. The pt was not taking any concurrent medications. On (B)(6) 2010, deflux was implanted. In (B)(6) 2011, the pt began experiencing lethargy and stopped eating. She developed a fever of 102-104 degrees fahrenheit and her urine "smelled like feces". The pt was seen in the emergency dept (ed) and was diagnosed with a urinary tract infection following catheterization. The pt was discharged from the ed with a 10 day course of antibiotics. She continued to be lethargic and "her eyes rolled back", so the pt's mother took her daughter to the physician's office. On (B)(6) 2011, the pt was found to have an elevated white blood cell count of 36,000 and was dehydrated. She was admitted to the hosp with a urinary tract infection. On (B)(6) 2011, the pt was found to have hydronephrosis and hydroureters. On (B)(6) 2011, a renogram was done with results abnormal. The pt was started on an 8 week course of antibiotics. She spent one week in the hosp before being discharged. On (B)(6) 2011, the pt had a fever and was not voiding. She had a voiding cystourethrogram (vcug) performed with results normal and no reflux seen. On (B)(6) 2012, the pt was febrile and lethargic. A renal ultrasound showed massive hydronephrosis and hydroureters. Her antibiotic doses were doubled. On (B)(6) 2012, a renogram was done and the pt required a stent to be placed on the left side. At the end of (B)(6) 2012, a repeat renogram was done showing the left side to be unobstructed and the right side to be totally obstructed. On (B)(6) 2012, the left stent was replaced and a right stent was inserted. During (B)(6), the pt experienced back pain and both stents were subsequently removed. The back pain continued following removal of the stents. On (B)(6) 2012, a renal ultrasound and renogram were abnormal. On (B)(6) 2012, the deflux implant was surgically removed. The implant was sent to pathology with the results showing a foreign body reaction; however, no calcification or other unusual findings were reported. During surgery, both ureters were found to be tapered and "criss-crossed" at the back of the bladder. Both ureters required re-tapering. In addition, a 3 centimeter segment of ureter was narrowed by an inflammatory response. On (B)(6) 2012, the catheters draining the bladder were removed. On same date, an ultrasound indicated that the ureters were still dilated, the pt had no bladder control, and she was continuing on antibiotics. A f/u ultrasound (date not provided) was performed and showed decreased hydronephrosis. The events were considered improved, but remained present with the event of back pain resolved. The physician felt the events were absolutely related to the use of deflux.